Event description:
The lasso image would not show up on carto. This was an intra-procedure failure. Tried changing the cable. Finally tried handing over a new catheter and problem was resolved. No harm came to this patient.